Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: during investigation, the pump failed to power up due to moisture ingress. The allegation of a continuous vibration was unable to be adequately investigated due to the pump not powering up.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged the pump was continuously vibrating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.